Manufacturer narrative:
Date of event is estimated. The allegation is against one of two leads; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event: product family: dbs, model: 6173, UDI: (B)(4), serial: (B)(6), batch: 7859374. The allegation is against one of two burr hole covers; however, it is unknown which burr hole cover(s), therefore, all potential components are being listed. Additional components potentially involved in the event: product family: dbs, model: 6010, UDI: (B)(4), batch: 7216405.

Event description:
Related manufacturer reference number: 1627487-2023-04440. It was reported the patient accidently bumped his head and exposed a portion of his skull. Surgery took place on (B)(6) 2023 wherein the plastic surgeon was going to close the scalp and one lead was damaged with the cautery. Surgical intervention may take place at a later date. Investigation was unable to determine which of the leads or burr hole caps attributed to the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.